Manufacturer narrative:
On (B)(6) 2021, mentor became aware that statement "patient also experienced breast pain." Manufacturer¿s reference number:(B)(4) reason for device explant and/or reoperation: deflation and breast pain

Manufacturer narrative:
On july 15, 2021 the mentor failure analysis lab has received the device for evaluation. Patient underwent removal and replacement with a 500cc mentor smooth round high profile saline breast implant. The investigation of the returned device was completed by the failure analysis lab on august 2, 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sm hps dv 420cc breast implant and developed breast pain. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 420cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with a 420cc mentor smooth round high profile saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2021.